Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: +(B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07264. It was reported that the patient's system was autoreducing. It was noted that the patient had a fall prior. The patient was reprogrammed, but still later underwent surgical intervention on (B)(6) 2024 during which the leads were sutured down. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.